Manufacturer narrative:
Two actual samples were received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The samples were returned with the aluminum foil peeled. The sponge was found fully separated from each of the caps. The reported condition was verified in each sample. The samples did not meet specification for the reported issue. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was completely separated from each of two (2) minicaps. There was no patient involvement. No additional information is available.